Manufacturer narrative:
(B)(4). A customer support engineer (cse) inspected the device and confirmed the reported issue. The power pack battery was replaced to resolve the issue. The ventilator's serial number information was not available to the manufacturer therefore no manufacturing date will be reported.

Event description:
A report was received alleging that a ventilator's alternate current (a/c) cable was attached to the power pack but the connection was not recognized. Although the ventilator continued to cycle, the patient was removed and placed on an alternate device without any report of patient harm. There is no death or serious injury associated with this event.

Manufacturer narrative:
(B)(4). The battery was returned for evaluation. The service engineer evaluated the battery and could not verify the reported complaint. The battery was placed into a test ventilator and a related issue was found. A slight movement of the battery would cause the unit to function on the internal battery. The problem was isolated to a broken positive pin on the battery¿s printed circuit board. The damage allowed intermittent contact depending on the battery position. The unit¿s inability to recognize the battery pack caused the reported complaint. A third party service provider replaced the battery.